Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the issue was unknown, however, the patient had the device on but forgot the remote and wanted someone to come turn it off. The rep talked to the patient on january 6th and the patient said everything was fine and he didn't need any more help. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the stimulation was turned off and then all of a sudden the stimulation was on. Troubleshooting was not available at the time of the report. No further complications were reported.